Event description:
Was drawing labs from this patient's medport when air began leaking through the cap and blood leaked out around the diameter of the cap. Had to remove the cap to draw blood from the line and reattach a new cap.